Event description:
It was reported that the patient experienced withdrawal, loss of therapeutic effect and the pump was removed. The patient had been in the hospital for a couple months, and stated the pump was removed because ''it wasn't working.'' The patient experienced withdrawal, and further reported she lost all the weight from going off of oral medications following pump implant. The pump ''was hurting her'' and made her feel as if ''she couldn't breathe.'' The pump was explanted (B)(6) 2010. The patient had concern following pump explant as it was felt that the scar tissue had not ''gone down'', that the pocket hadn't ''gone back to normal'', and stated her abdomen ''looks pregnant.'' The medication in the pump was dilaudid. The specific timeline of events (i.e. Loss of effect, withdrawal) was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8711, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2010, product type catheter.

Manufacturer narrative:
(B)(4).